Event description:
It was reported that there were concerns that this right ventricular (rv) lead exhibited oversensing of a signal. The electrogram (egm) with the signal was not recorded. Thus, technical services (ts) could not analyze the questioned signal. Ts suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.